Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3537, serial# unknown, product type: programmer, patient. Product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer¿s representative regarding a trial patient who was implanted for basic evaluation (be). The trial patient reported they increased the amplitude level to 0.9 but it caused pain so they decreased back to 0.8. The patient also mention they had pain in the buttocks area. It was advised to decrease the amplitude level back to 0.7. In addition, the patient reported pain at the lead insertion site but was not sure if it was from the actual leads themselves. On (B)(6) 2017, the trial patient reported there was an error message of about ¿making an adjustments with the stimulation¿. On (B)(6) 2017, the patient reported the controller stopped working and the manufacturer¿s representative advised them the ¿wires¿ had come loose. The also stated the device was uncomfortable. The patient was to follow up with their doctor for the lead removal on (B)(6) 2017. The patient further stated that evaluation did not work for them and did not see them moving forward to the advanced evaluation (ae) or the permanent implant. It was unknown if the issue was resolved. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.